Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. Alternative report identification number: (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: the reported lot number zk03137 was manufactured in oct 2012 and expired in oct 2015. The batch record review was not available since it has over 6 years after manufacture date, which is the retention year of the batch records. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after using oxysept to clean his contact lenses, the consumer experienced burning and stinging sensation in his eyes. Per instructions the consumer left the lenses in the cup overnight and then rinsed with a saline solution before placing the contact lenses in his eyes. The pain required him to seek medical attention. The doctor prescribed drops (name and type of drops not provided) to ease the pain. Reportedly, he has had no ongoing issues. This report captures the event for the disinfecting solution. A separate report is being submitted for the neutralizing tablets.